Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional device required. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: the axios stent and electrocautery enhanced delivery system was included in an affected batch listed in the letter to materials managers/health care professionals associated with 97507023-fa. Boston scientific initiated a corrective and preventative action (CAPA) investigation to further analyze an increase in axios stent and electrocautery enhanced delivery system complaints associated with stent deployment and expansion issues. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the stent could not be released; the second flange did not open. The puncture site was closed using clips. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: block g4 (premarket) and d2pro code has been corrected. Block h11 corrective action statement has been updated. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional device required. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: the axios stent and electrocautery enhanced delivery system was included in an affected batch listed in the letter to materials managers/health care professionals associated with 97507023-fa. Boston scientific initiated a corrective and preventative action (CAPA) investigation to further analyze an increase in axios stent and electrocautery enhanced delivery system complaints associated with stent deployment and expansion issues. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the stent could not be released; the second flange did not open. The puncture site was closed using clips. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the stent could not be released; the second flange did not open. The puncture site was closed using clips. There were no patient complications reported as a result of this event.